Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05812 & 05911).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, component loosening was deemed to be acceptable for age of implant.

Event description:
It was reported that patient underwent a knee arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2014 due to tibial loosening as a result of osteolysis. The tibial tray and tibial bearing were removed and replaced.